Event description:
Dr performed surgery on pt, left l3-4 lumbar laminectomy. Before closing the incision, dr placed a layer of gelfoam powder. Incision was then closed. Twenty days later pt complained of pain in lower back area. Dr saw pt in his office with finding of redness and swelling of surgical and swelling of surgical site. A study was performed which showed an infectious process around the gelfoam layer. Pt had surgery with incision and drainage of wound. All intraoperative cultures remained negative. Pt sent home next day after I&d.